Event description:
It was reported that during an implant procedure, multiple attempts to place a left ventricular (lv) lead were unsuccessful. The guidewire passed through the initially selected target vessel; however, the lead could not be advanced. Balloon dilation of the vessel was attempted without success. Additional target vessels were then selected. When the lead was positioned in alternative vessels, the lead exhibited high pacing impedance and elevated pacing thresholds. No pacing capture was observed. Multiple attempts to achieve acceptable lead placement and electrical parameters were unsuccessful. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.